Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'air in line' which was not reproduced. A review of the event history log identified 'air in line' messages. The reported condition was verified. The cause was determined to be the ultrasonic sensor out of specification and failing calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had air in line during an unspecified process step. There was no patient involvement. No additional information is available.